Event description:
It was reported that immediately after starting to use the product, the customer noticed a white tape was not wound around the connection port. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. The sample was received in used conditions without its original packaging. The sample was visually inspected at a distance of 12 to 24 under normal conditions of illumination. The sample does not have white tape. Training records were reviewed on the breathing bags assembly operations, operators are trained; no discrepancies were found. Root cause was attributed to production personnel did not detect the missing tape on the breathing bag. Actions taken to mitigate the issue: qa alerts to ensure that operators can detect any missing tape on the breathing bag d4 UDI is unknown. No product information has been provided to date.